Event description:
Ous MDR - treated was a severely calcified lesion in the lad with 90 percent stenosis. The balloon was used successfully for pre-dilatation. After stent placement the device was inserted again for a post-dilatation. At this time the balloon could not be inflated.

Manufacturer narrative:
The returned instrument was subjected to a detailed technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. The technical investigation of the returned pantera leo revealed that the balloon has been inflated. It was returned in a deflated state with blood and contrast medium residue inside the balloon lumen. At a pressure of 2-3 atm a fine jet of water was observed close to the proximal balloon marker. Further microscopic analysis showed scratches on the balloon surface nearby the leakage side. The review of the production documentation of the product detailed above verified that the instrument was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. In addition to visual inspections each instrument is tested for air tightness by means of a helium leak test. Based on the conducted investigations of the device being subject to this complaint, no manufacturing or material related root cause was determined. Since the complaint instrument was successfully used for pre-dilatation and due to the found scratch marks the damage was most likely cause by the calcified lesion respectively the previously placed stent.